Manufacturer narrative:
The reported complaint of nonfunctional prime switch on the thermogard xp ivtm system (sn (B)(4)) was confirmed during functional testing. A defective prime switch was observed. The thermogard xp ivtm system is a reusable device and was manufactured in february 2012. The device has been operating for over 6 years and has exceeded its expected serviceable life of 5 years. Therefore, the probable cause of the reported complaint was due to wear and tear. To remedy the reported complaint, the defective prime switch. The system was re-tested and passed all functional tests. The ivtm console is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During the console check, customer reported that the prime switch was not working on the thermogard xp ivtm system (sn (B)(4)). No patient involvement.